Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device operated on battery power when it was plugged in to ac power. There was no patient harm.

Manufacturer narrative:
The device was sent to the facility biomedical engineering department. The facility biomedical engineer started the device for testing purposes. After the unit had run for a few minutes the biomedical engineer observed white smoke and turned off the device. The facility biomedical engineer found a capacitor on the motor controller board was defective. The capacitor leaked fluid onto the cpu and other boards causing the smoke. The leaking capacitor likely led to no ac power.